Event description:
It was reported that during a ptca treatment procedure taht maverick2 monorail balloon ruptured at 12 atms. (The number of inflations performed and the number of atms reached on each inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a tortuous rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.